Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the console does not display any speed. Vascular access was obtained via the right radial artery. The concentric, target lesion was located in the severely calcified right coronary artery (rca). A rotablator console kit was selected for use. During procedure, after connecting the advancer, speed of the console was tested. The burr was running, however, there was no speed displayed on the screen. Console was disconnected and connected a different console which worked fine. Procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A braided airhose, foot pedal and a rotablator console were returned. The braided airhose functioned properly and passed the rotablator functional feature test. The foot pedal failed the rotablator functional feature test as it was unable to switch to and from dynaglide mode with either the ¿gold¿ rotablator console (sn (B)(4)) or the rotablator console sn: (B)(4). The rotablator console sn: (B)(4) powered up but failed the rotablator functional feature test, as it was unable to switch to and from dynaglide mode with either the foot pedal (B)(4) or the ¿gold¿ foot pedal (sn (B)(4)). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the console does not display any speed. Vascular access was obtained via the right radial artery. The concentric, target lesion was located in the severely calcified right coronary artery (rca). A rotablator console kit was selected for use. During procedure, after connecting the advancer, speed of the console was tested. The burr was running, however, there was no speed displayed on the screen. Console was disconnected and connected a different console which worked fine. Procedure was completed with a different device. No patient complications were reported and patient's status was stable.